Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the right-angle non-coring needle destroyed silicone septum for the doctor saw a very tiny piece of silicone (fallen on the ground, can't be found) when testing. The doctor complained the design of non-coring needle was not real non-coring needle. For this reason, the doctor thought the improper design of non-coring needle could cause extravasation and he didn't want to implant the damaged port on the patient. The doctor also mentioned that our products didn't have this problem before. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv)concurrently with engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, an engineering review, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted no visual abnormalities. One obturator was received. All components were present and intact. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.